Event description:
It was reported that a vns patient's wrist magnet was cracked. It is unknown how to the magnet became cracked. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.